Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented after receiving inappropriate therapy from a competitive device. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.